Event description:
Device utilized was tested for functionality outside the body - appeared to be operating normally. However, when inserted and in position, device malfunctions. When we attempted to remove it and replace the device, it could not be removed due to a misaligned/protruding part. In attempting to remove it, the device embolized (came loose in the heart). As part of trying to remove the loose piece, the valve became more damaged and patient ultimately needed urgent/emergent surgical valve repair. Manufacturer response for catheter delivery system, mitral clip (per site reporter). Manufacturer's representative was present during surgical procedure. Unknown what manufacturer followup/response has been.